Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va256a4, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 3889-28, lot#: va256a4, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence. It was reported that all impedances were >4000 ohms when an impedance check was conducted with a clinician programmer. It was also reported the cause was unknown. Troubleshooting was done to reprogram. The patient could not feel stimulation on any program except those stimulating c & 0. The patient also reported a return of baseline bowel symptoms. It was found the issue could not be resolved externally, the patient required device replacement to remedy the impedance issue. It was reported the issue was resolved at the time of the report.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Continuation of d10: product ID 3889-28 lot# va256a4 implanted: (B)(6)2020 explanted: (B)(6)2022 product type lead product ID 3889-28 lot# va256a4 implanted: (B)(4)2020 explanted: (B)(6)2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.